Event description:
While servicing the device, an authorized bench technician discovered that the device's bezel button ripped off. The device was reported as being in use at the time of the event on a patient, however, there was no adverse patient impact.